Manufacturer narrative:
Eval codes: a component of the system, the locatable guide cable, was returned to superdimension for analysis as a precaution. The analysis was performed and the locatable guide cable functioned normally and no abnormalities were found. There was a case performed after this case and the issue was not repeated. No further actions are needed at this time. There was no injury to the pt reported. In an abundance of caution, this event is being reported due to the add'l potential risk associated with multiple exposures to general anesthesia.

Event description:
It was reported that the physician registered the pt and proceeded to navigation. During navigation, each of the CT views on the screen were moving up and down or left to right. Only half of the CT view was visible in each quadrant. The site replaced the locatable guide, however, this did not resolve the issue. Therefore, the case was aborted with the pt under general anesthesia. There was no harm or injury to the pt reported.